Event description:
Initial report: this non-serious case was received from a nurse in 2010 and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree. This case involves a female pt who received a total of six vials of poly-l-lactic acid with the last one administered in 2009. No additional treatment details were provided. On an unk date, the pt developed lumps on her face which were not visible but could be felt by touch. She also developed boils on her face, but the administering nurse does not believe these are related to poly-l-lactic acid therapy. Relevant medical history and concomitant medication info were not mentioned. Action taken/corrective treatment/outcome: unk. A ptc (pharmaceutical technical complaint) was initiated.